Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® conformable aaa aortic extender endoprosthesis states, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoprosthesis: component migration, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a zone 9 infrarenal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprostheses (cxt361414/(B)(6)). It was reported that at the beginning of the case we were encroaching on the renal artery however post deployment, final angiography showed it looked good also (encroaching but no coverage). The patient tolerated the procedure. On (B)(6) 2025, the patient the patient presented to the hospital with right sided pain. They did a post-operative scan which showed the device is completely covering and occluding the right renal artery. The patient also reported that two days post-op he slipped on the ice, landing hard and fully outstretched on his right side. The physician is convinced that the fall caused the device to migrate up (amount unknown) and cover the renal artery. The patient is still hospitalized and experiencing pain on the right side. The physician will monitor the patient, no reintervention is planned.